Event description:
Pt was dialyzed in 2003 using an a-22 dialyzer (lot number not documented by the center). Pt experienced hot flahses during the beginning of the dialysis treatment; normal saline was administered. (Reportedly, pt has had similar experience with another manufacturer's dialyzer). Treatment was continued without further incident. 3 days later pt went to the dialysis unit to be examined by the physician. Symptoms reported by the affiliate were "moderate myalgia and mild leukocytosis without hyperthermia." The pt was hosptialized and was treated with ciprofloxacin (route unknown), ophthalmologic gentalyn, ophthalmologic decadron and dexamethasone (route unknown), (doses and frequency are all unknown). Pt has reportedly recovered.